Event description:
It was reported that during a case the remb micro drill continued to run when the trigger was no longer activated. A backup was used to complete the case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets, rotor and motor. The rotor was stuck in the motor.